Event description:
It was reported that a disposable heated wire circuit in use at the facility sparked and ignited the circuit, creating a small fire. The fire was quickly extinguished. The pt was not injured from the incident. An fi02 of 70% oxygen was being delivered to the pt through the circuit at the time of the incident. The circuit had been in use for 12 days. The hosp policy is to change the circuit every 14 days. The circuit exhibited evidence of having been stretched or milked during use, contrary to the warning on the label. Testing performed to date shows that when "milked", it is possible to break the wires. However, if the circuit wire does break, it looses continuity and ceases to heat, in essence functioning as a conventional circuit. This is a fail-safe failure condition. Simulated use testing had been conducted, but has been unable to recreate a fire. No evidence of hot spots or bunching of wires has been detected during the investigation. This is a preliminary report, the investigation is continuing.